Event description:
As reported the product heated up during a case, it got hot enough that the surgeon could not continue to hold it. This delayed the case while they switched it out, no reported patient impact.

Manufacturer narrative:
(B)(4). Analysis: the complaint device was returned for evaluation. No significant corrosion was noted on the nose bearings. No other physical damages were noted. The drill was connected to a test ipc and run at 80 ,000 rpm (max speed) in the forward direction; motor sounded normal, but it was noted that the drill began to warm after approximately 5 seconds. A pre-temperature repair check was then performed. The temperatures recorded: nose-160, middle 175, and rear 119. The measured temperatures at nose and middle locations exceed specification. Evaluation confirmed the reported event; overheating. The nose and middle bearings were replaced, and the front shaft spacer was reworked due to being installed backwards. Based on all the obtained information, the most likely cause of the event is considered to be wear to the bearings due to anticipated use. The incorrectly installed spacer is considered to be a possible contributing factor, but not a primary cause.